Event description:
Leaving behind a small amount of tampon that I have had to manually remove [foreign body in reproductive tract] partially tear when removing the tampon [complication of device removal] had three tampons partially tear [device breakage]. Case description: consumer contacted via e-mail and stated that she'd had three tampons partially tear when she was removing them; each time, they left behind a small amount of tampon that she had to manually remove. No serious injury was reported.

Event description:
Leaving behind a small amount of tampon that I have had to manually remove [foreign body in reproductive tract]. Partially tear when removing the tampon [complication of device removal]. Had three tampons partially tear [device breakage]. Consumer contacted via e-mail and stated that she'd had three tampons partially tear when she was removing them; each time, they left behind a small amount of tampon that she had to manually remove. No serious injury was reported.